Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had scope communication error (b30). The issue was found during inspection for use of the device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The finding was code b30(scope communication error). The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was no problem detected. The issue was determined to be caused by another device, specifically because the endoscope was wet. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.